Event description:
Caller reported an occlusion alarm, causing customer's blood glucose level to read as "high," a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump. The customer declined to continue troubleshooting with tandem technical support.